Event description:
Suture snapped fromt op of anchor during insertion. Anchor broke and piece was left in pt's bone. No adverse consequences reported with the pt as a result of event. This device is used for treatment.